Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2011-00168. Super poligrip is manufactured in (B)(6), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer and described the occurrence of neuropathy in a female patient who used super poligrip original as a denture adhesive cream. A physician or other health care professional has not verified this report. The patient's past medical history included motor vehicle accident. Co-suspect medication included fixodent. In 1984, the patient used super poligrip original at unknown dosing. At an unknown time after using super poligrip original, the patient experienced neuropathy, anemia, hyperzincemia, osteoporosis, and memory loss. This case was assessed as medically serious by gsk. Treatment with super poligrip original was discontinued. At the time of reporting, the outcome of the events was unknown. Information was received on 05 july 2011 via fact sheets completed by the patient and/or the patient's attorney. The patient first used upper and lower dentures from 1984 until the time of this report. Super poligrip original was used from 1984 until 2010, one-fourth of a 2.4 ounce tube a week and one-third of a 1.4 ounce tube a week. Fixodent original was used from 1984 until 2010, one-fourth of a 2.4 ounce tube a week and one-third of a 1.4 ounce tube a week. The patient experienced neuropathy (2007), numbness and tingling in arms, hyperzincemia, osteoporosis (2005), anemia (2005), and memory loss (2003).